Event description:
The previously reported information had been received from a health care provider via a manufacturer representative.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving dilaudid (unknown concentration and dose) via an implantable pump. The pump's indications for use were noted as non-malignant pain and failed back surgery syndrome. It was reported that a catheter revision was going to be performed because the catheter was inadvertently nicked during an unrelated surgery in (B)(6) 2016. The patient did not have symptoms. Catheter revision surgery was scheduled for (B)(6) 2016. The pump was going to be electively replaced as well. If additional information is received, a follow-up report will be sent

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.